Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and that their implantable cardioverter defibrillator (ICD) was unable to be interrogated by the remote monitor. The ICD and remote monitor remain in use. No patient complications have been reported as a result of this event.